Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.

Event description:
It was reported "patient's t2 femoral rod broke. Patient was revised.